Manufacturer narrative:
Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to leads having high impedances. It was stated that the left side of the back and legs were not receiving coverage. The patient underwent a revision procedure wherein the leads were replaced and discarded. Additional information was received that the patient also experienced sporadic jolting feeling, regardless of posture, around the implant site radiating out.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over the past several months. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5065252. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17316993/17396047.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to leads having high impedances. It was stated that the left side of the back and legs were not receiving coverage. The patient underwent a revision procedure wherein the leads were replaced and discarded.